Manufacturer narrative:
Patient age: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Pereira vm, gralla j, davalos a, bonafé a, castaño c, chapot r, liebeskind ds, nogueira rg, arnold m, sztajzel r, et al. Prospective, multicenter, single-arm study of mechanical thrombectomy using solitaire flow restoration in acute ischemic stroke. Stroke. 2013;44:2802¿2807. Doi: 10.1161/strokeaha.113.001232. Medtronic literature review found reported of patient complications in association with solitaire thrombectomy. The purpose of this article was to present the results of a large prospective study on the use of the solitaire flow restoration in patients with acute ischemic stroke. The authors reviewed 202 cases of patients treated for large vessel anterior circulation strokes using a solitaire stent retriever. Of the 202 patients, the average age was 72 years, 60% were female and 40% were male. The rate of the primary outcome (successful revascularization [tici=2b] after =3 passes of the study device as adjudicated by independent core laboratory evaluation) was 79.2% (160/202). In 42 patients (20.8%), tici=2b was not achieved within the limited number of 3 passes (device treatment failures), in 18 of these (9%) rescue therapy was performed. Additional treatment consisted of intra-arterial thrombolysis in 2 patients, mt in 13 patients. In 3 patients, combined intraarterial thrombolysis and mt was performed. After rescue therapy, core laboratory determined that 88.1% (171/194) achieved final successful revascularization (tici=2b). Median time from onset of symptoms to groin puncture was 238 minutes. Procedural time (guiding catheter placement to revascularization tici=2b or end of the procedure) was 20 (mean, 29±27) minutes. The mean number of passes with the device was 1.5. At the 90-day follow-up visit, favorable neurological outcome (mrs, 0¿2) was seen in 57.9% of patients. The following intra- or post-procedural outcomes were noted: rescue treatment was performed in 18 patients after use of the study device since revascularization was not achieved within the limited number of three passes.